Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2014; product ID: vamf3636c150tu stent graft, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.